Event description:
It was reported that during a rotator cuff repair procedure, the inner core was broken. A smith & nephew backup device was used to complete the surgery. Fragments of the device were removed from the patient. No delay or patient injuries were reported.

Manufacturer narrative:
One 5.5 ultra pk footprint anchor assembly was returned for evaluation. Functional assessment of the device confirmed the reported complaint. The inner plug will not advance or retract within the anchor body as intended. Visual assessment of the device showed the anchor is bent and missing several fins on one side. Removal of the anchor from the inserter confirmed the inner shaft is bent. The condition of the device indicates axial alignment was not maintained during insertion causing the observed damage.